Event description:
Additional information received indicated that the patient had a "bladder scan post void residual: 0cc. Bladder void dysfunction resolved." The event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced moderate worsening difficulty emptying bladder. The patient reported "nocturia improving however; still gets up 4x a night." Elevated post void residual (pvr) was reported and the patient was given self-cath instructions. Urodynamics study to be scheduled. The event is considered not recovered/not resolved (continuing) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient had a different manufacturer's "transobturator tape placed 6 months prior to index anterior elevate procedure. Worse urinary retention than prior to anterior elevate placement." The patient had a revision surgery on (B)(6) 2015 for "transobturator sling release." The event is considered recovering/resolving (ae is improving). There were no further patient complications reported as a result of this event.